Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Event description:
The surgeon was performing a l1-l5 posterior lumbar fusion with expedium ti 5.5mm rod system and viper fenestrated screw system (expedium l2, l3, l4, and l5 / viper fenestrated @ l1). The surgeon elected to not use the alignment guide for cement placement with the fenestrated screws at left l1 screw. I warned him that the system was intended to be used with the alignment guides. He elected to proceed without the alignment guide. While directly placing the viper fenestrated open cannula into the left l1 viper fenestrated screw, the tip of the cannula broke off while the surgeom started deploying the cement. He stopped after the cannula broke. He then used the alignment guide on the right l1 screw and completed the cement fill on this side. He then performed a t12 open vertebroplasty with the remaining confidence cement. He then removed the left l1 viper fenestrated screw that contained the tip of the cannula. He replaced this screw with a standard expedium screw. He then successfully completed the procedure.